Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to suboptimal electrode placement. It is unknown if patient was reimplanted with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 07, 2022.